Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On may 31, 2024 customer alleged received sensor glucose vs. Blood glucose, change sensor/bad sensor alarm and cal error/ calibration not accepted. Following our receipt of two returned used partial sensors (needle not returned) and performed a visual inspection to one sensor at random. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle complaint due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 55 mg/dl while blood glucose value was 170 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7020la. Mmt-7020la was returned for analysis.